Manufacturer narrative:
The service rep found the ip board to be faulty. Replaced ip board and verified system operation. Unit is functional and operates as intended.

Event description:
The customer reported that the 9800 unit images became distorted during a case. The pt was not injured and the case was completed without the c-arm.